Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and insulin exited. However, the high-pressure test was performed and did not pass. Instructed customer to discontinue the use of pump.